Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. Instruction for use (IFU) instructs: use the company pre-loaded delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f). Follow-up information: the surgeon who was operating on the saturday and the sunday mentioned that the lens material was consistent. The surgeon indicted that on saturday and sunday the theatre was very cold, between 8°c-12°c. Surgeon mentioned that the lenses were not working as they would normally expect but said this was down to the temperature of theatres/viscoelastic being so cold. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon inserted the lens and noted that upon insertion the back haptic has snapped off and the lens had cracked. The lens was removed and replaced with another lens that worked correctly. The was no patient harm. No further information available.

Manufacturer narrative:
A qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The product was indicated to have been used in a surgical theatre where the temperature was below the recommended range in the IFU. Follow up information was provided that indicated both on saturday and sunday the theatre was very cold, between 8°c to 12°c and he cancelled the list due to how cold it was in theatre. He mentioned that the lenses were not working as he would normally expect but said this was down to the temperature of theatres/company ophthalmic viscoelastic devices (ovds) being so cold. Per the IFU: the operating room should be between 18° c (64° f) and 23° c (73° f) and viscoelastic at room temperature (i.e., removed from refrigeration) for 30 to 40 minutes before use. Lens folding and advancement are more difficult if the temperature is too cold and/or if the viscoelastic has not been allowed to come to room temperature. Using the product outside the recommended product use instructions can result in delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).